Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was reported as deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a fold crease, two curved openings on the posterior side, partial delamination on the plug strap disk shell, and a break on the plug strap. A leak test and microscopic analysis were performed which identified one striated opening on the posterior side, one sharp opening on the posterior side, a sharp break on the plug strap, and partial delamination on the plug strap disk shell. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is one striated opening due to surgical damage consistent with the use of a surgical tool, a sharp opening due to an unidentified tear/opening, a sharp break on the plug strap due to an unidentified tear/opening, and partial delamination on the plug strap disk shell due to adhesive failure.